Event description:
The customer was vomiting and hospitalized for high bgs and dka. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition, a fixed prime test was completed and the insulin exited. Explained the two high bg rule. Instructed the customer to call back to perform the high-pressure test when the clamp arrives.